Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s mg/dl. The customer performed their own pump system check and insulin was observed exiting the tubing after 12 units had been delivered. The customer did not see any air bubbles and thought that the pump was not operating as expected. The customer declined to provide further information.